Event description:
Patient reported to us that he had scratches on his cornea that he was told by his ophthalmologist were caused by his contact lenses. He reported wearing extreme h2o 59%. On further inquiry he reported that he wore his lenses constantly for 1-2 months at a time and they were removed at that time by his ophthalmologist. We informed him that extreme h2o 59% lenses were for daily wear only and requested the name of his doctor so that we could contact him/her to discuss the wearing regimen. The patient did not reply to this or any further inquires and we were unable to get the doctor's name or the lot number of the lenses in question.